Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. Placement signal not reliable as soon as we placed the pump. It was further reported that the impella pump stopped. Unable to restart after multiple attempts by bedside nurse. Physician notified, decision made to exchange impella for new impella cp. There was no patient harm.

Manufacturer narrative:
D4 was inadvertently omitted on the initial manufacturer device report number therefore added to this report.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Placement signal issue: the cause of placement signal issue was likely air gap related based on data log, product analysis and clinical information. Pump stop: the cause of pump stop issue is not determined since pump stop did not reproduce with return product and is inconclusive based on log analysis. Device history review: the device passed all post sterile inspection checks.